Manufacturer narrative:
Investigation found a damaged needle tip as the tip of the soft cannula was flattened. Although the tip of the soft cannula was observed to be flatted, fluid was still able to pass through the entire fluid path and no leaks were observed. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 24 mmol/l (432 mg/dl). The pod was leaking while worn for between 4 and 24 hours on the arm. As treatment, a new pod was applied.